Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The company service representative stated that the surgeon was the only one with irrigation volume on. The company service representative turned the tone off. The system was then tested and met all product specifications. The company service representative stated that the clicking sound is a known issue with software version 3.02. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event can be attributed to a software issue for the software version 3.02. The root cause of the handpiece getting warm cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the phaco was not cooling, the handpiece was heating and the system was making a clicking sound. The console was exchanged and the issue was resolved. The case was completed with no harm to the patient.